Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
In 2006, the pt was implanted with a gore tag thoracic endoprosthesis to resolve a thoracic aortic aneurysm. In 2009, a follow-up computed tomography angiogram revealed a proximal type I endoleak with aneurysm enlargement. The device looks to have migrated 2 cm distally. A reintervention has not been scheduled.